Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap is partially fractured at the uv glue zone. The glass cap distal to location of fracture is detached and not returned. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. Due to the observed glass cap detachment and fracture, the potential for forward firing may exist. Based on the information currently available, an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
Analysis of the device found that the glass cap is partially fractured at the uv glue zone. The glass cap distal to location of fracture is detached and not returned. Based on device analysis, the potential for forward firing may exist. There was no patient injury reported.